Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an e226 error code occurred due to a faulty cable, likely due to flooding. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a cable image defect. Additional findings are as follows: cable twisted, connector section stamped, video connector appearance defective, head main body wear, and cable part submerged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that e266 communication error is displayed on the main unit screen while using hd 3cmos autoclavable camera head. The issue occurred during a diagnostic procedure (laparoscopy colonoscopy) and completed with the same device. There was no patient harm associated with the event.